Event description:
It was reported that the customer was hospitalized due to high blood glucose. The nurse stated that the customer let his insulin pump run out of insulin and other circumstances lead to his hospitalization. Troubleshooting could not be performed as the doctor requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.